Manufacturer narrative:
The pump has been returned to animas for evaluation, but evaluation is not yet completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an intermittent power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture in the compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: unexplained power-off-power-on events were observed in the black box. The battery compartment was cracked on the side from the threads to the cover. Corrosion was observed inside the battery compartment and on the returned battery cap. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. Thus the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test; no power loss events were duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed and no further evidence of moisture was observed on the pcb or internal components. No damage to the power circuit was found.